Manufacturer narrative:
This report is being submitted as follow up no. 1 to update if the device was evaluated by MFR and to provide the completed investigation results. One used 8 fr angio-seal sts device was returned for evaluation. The carrier tube assembly was returned along with hemostasis sheath, guidewire, bypass and arteriotomy locator. A partially opened aluminum foil pouch was returned as well. Visual inspection revealed that the bypass tube was completely removed from the main body of the carrier tube and the anchor and collagen were exposed. No deformation or damage was noted on the anchor and bypass tube. Functional testing was conducted. The bypass tube was reinserted over the anchor by manually to set to on its manufacturing position. There was no issue noted during insertion over the anchor. IFU states: "under strict sterile conditions and using a sterile field, remove the angio-seal device contents from the foil package, taking care to pull foil apart completely before removing the angio-seal device." There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that pulling the carrier tube from the pouch forcefully without completely opening it, may have resulted in the displacement of the bypass tube. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
The actual device was returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that an unused angio-seal device was visibly evaluated out of the package and the anchor was already deployed outside of the bypass tube. This device was not associated with a patient or procedure.